Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their one touch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began around 2 months prior to contacting lfs. The patient manages their diabetes with insulin and oral medications. It is unknown if the patient made any changes to their regular diabetes management regimen routine as a result of the power issue. The patient denied developing symptoms; however, reported a visit to urgent care/clinic on (B)(6) 2014 at 8:15 pm. The patient reported their blood glucose measured¿568 mg/dl¿ when tested with the clinic¿s meter. The patient stated they were treated with insulin (25u of lantus in addition to rapid acting insulin) by an hcp. At the time of troubleshooting the cca noted that the patient had not replaced the subject meter¿s battery as recommended by the owner¿s booklet. The patient did not have a replacement battery at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient was reportedly treated for hyperglycemia by an hcp after the alleged power issue began.